Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of ¿plastic ring of instrument broke in two.¿ the instrument was found to have the distal idler pulley broken. The broken pieces were returned, measuring roughly .069¿ x .125¿ in size. This failure is most commonly caused by mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Isi has made several attempts to obtain the RMA with no success. Intuitive surgical, inc. (Isi) has not yet received the permanent cautery hook (pch) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the plastic ring of the pch instrument broke in two and fell into the thorax of the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic ring of the permanent cautery hook (pch) instrument broke in two and fell into the thorax of the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2019 and obtained the following additional information: the pch instrument was inspected prior to use and there were no issues noted. The pch instrument was not removed during the procedure and it had not come into contact with any hard material. A maryland bipolar forceps instrument and another pch instrument were in use when the event occurred; however, no collisions occurred. The surgeon was performing coagulation after a rib resection when the fragments fell inside of the patient. The fragments were retrieved by the assistant surgeon at the table. The surgical staff did not feel any resistance upon removal of the pch instrument through the cannula. The patient did not experience any post-operative complications and was reported to be doing well.